Event description:
It was reported that during an endoscopic radial artery harvest procedure, the device tissue pad detached from the jaws. The piece was retrieved through the incision. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.